Manufacturer narrative:
Product complaint # : (B)(4). A representative sample and an actual sample were returned for evaluation. During visual product evaluation of open actual sample, it was found that complaint sample pack had broken suture inside. As complaint sample pack was received in open condition functional product evaluation cannot be performed on received open samples. The primary pack of intact representative sample was visually inspected for attribute defects but no defects were observed. Further knot pull tensile strength test was performed on the representative sample and found to meet the requirements. Individual tensile strength value for representative & retain samples were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Upon analysis completion, further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical gasterectomy, on (B)(6) 2018 suture was used. During knotting and pulling, the suture breaks out.